Event description:
It was reported that during a routine follow up, noise was observed. Lead anomaly is suspected. Externalized conductors were observed. The lead was explanted due to infection of a more recent implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.